Event description:
Pt. Complaining of pain. It was not well controlled. Pt. Controlled bolus was not being delivered. A different pump was tried, but the same issue occurred. Biomed was called and the pca button and cord were replaced. The patient bolus was then delivered.